Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4)the device has been received for evaluation of "channel c fail, keypad sometime doesn't work", however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. The software (B) (4) and will be categorized as unremediated.

Event description:
This pump was sent in for preventive maintenance, and the reported problem of "channel c fail keypad sometime doesn't work". Contact information was not provided. It is unknown if there were any reports of injury or medical intervention. No additional information is available.